Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the adapter was broken off of the reload and the articulation flag was bent. Functional evaluation could not be performed due to the damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastrectomy, after the jaws of the device were articulated the device did not react. The reload was unable to be removed from the adapter. To complete the procedure, a new device was used. No patient injury.